Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Three electronic photos and one video were provided for review. Small black mark was noted however it's unclear whether it was hole or crack due to poor quality image. No other visual anomalies were noted in video and photo review. Therefore, the investigation is inconclusive for the reported leak issue as provided evidence are not sufficient and leak cannot be confirmed without physical sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the glidepath, for an unknown medical condition. During the procedure, it was reported that the catheter allegedly leaked during the withdrawal process. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the glidepath, for an unknown medical condition. During the procedure, it was reported that the catheter allegedly leaked during the withdrawal process. There was no reported patient injury.